Event description:
Post injection flare-up of left knee [arthritis]. Increased swelling in the left knee [joint swelling]. Subjective pain in the left knee [arthralgia]. Case description: spontaneous report received on 01/16/2008 from a physician regarding a male pt. The pt's relevant medical history included osteoarthritis knee pain. The pt received an unk number of synvisc injections in the left knee on unk dates. The pt presented to the physician in 2006 with increased swelling in the left knee with no fall or trauma. After the last visit, the pt went to work on his feet all night. His subjective pain was in the left knee. It was reported that the pt experienced a post injection flare-up of the left knee. As of the date of receipt of this report, the pt outcome was unk. Qa results were received on 02/01/2008. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints. Add'l info was received on 02/07/2008 form the physician. The pt had a 7 year history of x-ray grade 3 osteoarthritis with prior effusion, joint narrowing, and osteophytes. The pt was previously treated with steroids, synvisc, lortab, ultracet, and bextra. Reported concomitant medications included glucovance, lortab, and zocor. The pt received the first and only synvisc injection of this series in the left knee in 2006, with no effusion collected prior to the injection. On five days later, the pt experienced a post-injection flare up of the left knee. This event was treated with sterile aspiration and the injection of 1.5cc betamethasone and 1cc xylocaine. On an unk date in the same month, 153 ml of effusion was collected from the pt's knee. On the same month, 123 ml of cloudy, yellow synovial fluid was collected from the pt's knee. A gram stain and culture of the synovial fluid was performed and found to be negative and the white blood cell count was 6775/mm3. The physician reported that the adverse event had resolved and the post injection flare-up was probably related to synvisc. The physician also reported that the pt's osteoarthritis progressed and he had a total knee replacement. The physician stated that the total knee replacement was not related to the adverse event. As of the date of receipt of this report, the pt had recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.